Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe leaked past the plunger while drawing up medication/solution before use. This occurred on 40 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "the customer informs that around 40 eaches of discardit 5 ml syringe from the same lot 1907173 has had the same issue: while withdrawing medication/ solution into the syringe, the syringe leaks through the plunger".

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 1907173 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To further investigate this issue, two physical samples were returned for evaluation by our quality engineer team. Both of the samples were functionally tested and no signs of leakage were observed. Based on the reported customer feedback, it is possible that the reported incident resulted from damage to the plunger lip component, allowing air into the syringe during use. This type of damage can occur during the handling of the product or through the manufacturing process; however, this damage was not confirmed on the returned samples. At this time, further action has not been determined necessary. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the bd discardit¿ ii syringe leaked past the plunger while drawing up medication/solution before use. This occurred on 40 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "the customer informs that around 40 each of discardit 5 ml syringe from the same lot 1907173 has had the same issue: while withdrawing medication/ solution into the syringe, the syringe leaks through the plunger".